Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7070616. UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an explant procedure. All explanted device components will not be returned as they were discarded by the facility. Additional information was received that the spinal cord stimulator (scs) was hurting patient's back.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an explant procedure. All explanted device components will not be returned as they were discarded by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7070616.